Manufacturer narrative:
H4. Device mfg date: 30-may-2024. H6. Health effect - clinical code, medical device - problem code, and investigation - conclusions: corrected.

Manufacturer narrative:
H6: health effect - impact code; corrected. H6. Evaluation codes: updated. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
E1. Initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has an overtemperature and the return tube is leaking. There was unknown patient involvement and unknown patient harm reported.